Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual dates when the medical events occurred are unknown.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. In addition, observation of the meter's history was performed. Incorrect data in memory was not observed.

Event description:
Customer reported that some of her readings are not stored on her adc blood glucose meter's memory, noting it was an intermittent problem. Customer further reported that on some unspecified, date in (B)(6) 2013 and again, on some unspecified date in the (B)(6) 2013 she experienced "close to diabetic shock" and a resultant seizure due to this issue. Customer self-treated in january with a dextrose tablet and juice and in (B)(6) she self-treated with a peanut butter and jelly sandwich, followed by a dextrose tablet. Customer self-presented to her healthcare provider and was diagnosed with hypoglycemia and treated with dextrose tablets and gel. Customer was additionally diagnosed with "pressure wounds" on her feet. There was no report of death or permanent injury associated with this event.